Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's screen would not power on was observed. The device's display screen needs to be replaced to address the issue. The unit will be scrapped.